Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. A piece of the suture capture has been fractured from the upper jaw. Cleaning fibers are present in the remaining suture capture. A functional evaluation was performed on the returned device and found the jaw will close and the suture passer needle will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a posterior root repair procedure, the self capture metal plate of the firstpass mini got separated from the jaws while passing the suture. They managed to find the plate within the joint and take it out using an arthroscopic grasper, the surgeon reported that the joint was very tight. The procedure was resumed, with a non-significant delay, using an equivalent s+n back-up. The patient was not exposed to additional anesthesia. No further complications were reported.